Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure performed in the stomach. The event date is unknown. According to the complainant, they tried to activate the probe with the foot pedal and it would not work; no cautery. The problem occurred while inside of the patient. No damage was noted to the device, or device packaging. The injection gold probe was not tested prior to use. The case was completed with another injection gold probe device and the same foot pedal. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure performed in the stomach. The event date is unknown. According to the complainant, they tried to activate the probe with the foot pedal and it would not work; no cautery. The problem occurred while inside of the patient. No damage was noted to the device, or device packaging. The injection gold probe was not tested prior to use. The case was completed with another injection gold probe device and the same foot pedal. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. A functional evaluation was performed and the needle extended and retracted normally, after actuation of the handle. An electrical evaluation was performed, which included load and isolation of electrode tests; the device failed the load test and isolation of electrode test. The injection gold probe was dissected, which revealed that a wire was detached from the ceramic tip. The condition of the returned incident device was consistent with the complaint that the device failed to delivery energy. The evaluation attributed this to a detached wire at the ceramic tip. Therefore, the most probable root cause is manufacturing. An investigation is underway to address cautery issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The reported event: probe fails to deliver energy. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.